Manufacturer narrative:
(B)(4).

Event description:
Covidien received information that this n20 pulse oximeter is missing display segments during post. The failure happened when the device was not being used on a patient.